Event description:
Arthroplasty, first mp joint of right foot, with partial ehl transfer to augment collateral ligament structures, with k-wire fixation, also of the right foot. Closure of the capsule was with 2-0 vicryl. Pt has pain, erythema, drainage, staph aureus, edema. Given levaquin.